Event description:
Possible atrial lead undersensing, at times triggering at/af- device classified termination of event in progress. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).